Event description:
The facility reported an infusion pump with under infusion on channels a and b. Information was not provided regarding whether or not the device was in patient ues when the event occurred. No record of any patient incident involving the pump